Event description:
Per the clinic, the patient experienced swelling and an infection at the implant site approximately three to four weeks after initial implantation surgery (specific date not reported). The patient was subsequently treated with oral antibiotics (specific date and duration not reported); however, the issue could not be resolved. The condition recurred with wound discharge, leading to hospitalization for nine days (specific date not reported). During hospitalization, the patient received IV and local antibiotics, including iodine irrigation (specific date and duration not reported). It was noted that, the device became exposed at the electrode takeoff site (date not reported). The device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report. No middle ear infection was noted during patient's initial presentation; however, following explantation, myringotomy revealed cloudy middle ear fluid, and a ventilation tube was placed.

Manufacturer narrative:
Device analysis report attached.